Manufacturer narrative:
Date inaccurate, only the month/year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back syndrome. It was reported that the patient experienced a loss of therapy. Their impedances were within the normal limit and the patient reported their stimulation stopped suddenly for no reason; the patient had to turn the stimulation up from 3 volts to 8-9 volts to receive the same paresthesia. No further complications reported.